Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 53.5cm was returned for analysis. Internal insulation abrasion was noted at 7.1-9.2cm, 8.4-10.0cm, and 12.4-13.0cm from the distal tip. The etfe coating was abraded at these locations. External insulation abrasion caused by lead friction to another device or feature of the heart was noted at 10.2-11.0cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion caused by friction to the device can was noted 42.5-43.1cm from the distal tip, breaching the inner lumen. The etfe coating was intact at this location. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis.